Manufacturer narrative:
No product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed placement signal not reliable alarm, and suction alarm. Placement signal spiked to 3000 on starting the pump at p-level 9, and remained there for the remainder of the case. Snr was low, with values less than 400, before dropping to 0 after the placement signal spike. Contrast increased in amplitude after pump insertion, while lamp increased. Light decreased slightly before gradually increasing, while gain increased. No high purge pressure or purge system blocked alarms were triggered, with the purge pressure staying in the expected range. No other abnormalities were seen. The data logs for the pumps run before and after the concerned pump on the same console were checked, and no issues were found with the snr for those pumps. Clinical details revealed that the pump was exchanged due to kinking of the catheter on insertion, potentially due to the patient's anatomy. The a patient had a history of coronary artery disease (cad) and had experienced a non-st-elevation myocardial infarction (nstemi). Placement signal low alarms were present and decision was made to exchange the pump prior to the pci. Product damage (catheter kink): the root cause of the catheter kink was most likely patient condition related based on clinical details mentioning that the kink occurred upon pump insertion potentially due to patient anatomy. Optical sensor issue: the root cause of the placement signal alarms was most likely due to optical fiber kink from the data logs analysis as the 5s parameters showed an optical fiber kink trend, and clinical details mention the pump having a catheter kink. Patient anatomy or condition prior to therapy: the root cause of the patient having a history of cad and nstemi was most likely patient condition related.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The physician did not feel comfortable proceeding with the ppci due to low placement signal and the catheter becoming kinked during insertion. The patient continued on support until the device was successfully weaned.